Manufacturer narrative:
Section a3b unknown/ asked but not available. Section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded intraocular lens (iol) was explanted from patient's right eye due to dislocation and migration of the lens. The lens was replaced with a non jnj lens in a secondary procedure. There was no medical/surgical intervention required. The patient is good. Imtec30 was used as injector. No other information is available.

Manufacturer narrative:
Additional information received. From additional informational information it was learnt that the iol was completely dislocated from the capsular bag inferiorly. Vitrectomy was planned with no complications. There was no other issue with the lens. There was no patient injury, but patients vision dropped significantly. Explant was required with b&l monofocal iol in sulcus, anterior vitrectomy was planned no sutures. Patient is completely recovered. There were no glare or halos, the only visual symptom was poor vision due to subluxed iol. The device has been returned correction: upon further review, the codes were updated from dc-rotation (1667) to dc-instability of device after implantation (2923). Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 07/02/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the complaint device had no issues identified that could cause or contribute to the compliant event. No further evaluation was performed. Conclusion: the complaint issue "instability of device after implantation" could not be confirmed during product evaluation, and no issues were identified. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.